Event description:
The customer reported the system failed the dosage measurement test. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the dosage. System operates as intended. (B)(4).